Event description:
Boston scientific cardiac rhythm management received information that this atrial lead dislodged one day post-implant. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation and the deformations of the outer coil are most likely due to the explantation procedure.